Event description:
It was reported that during the implant procedure, the stylet was stuck in the lumen of the lead. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.